Event description:
Procedure performed: left hemicolectomy. Event description: the reporting nurse called me about a problem incoming during the surgery. The problem was the clear fan seal, that completely dropped down during the surgery. The trocar in use it was the trocar that has only keep the scope during the surgery time. At some point, the surgeon saw something weird and transparent in the abdomen patient and it was the clean fan seal. They basically taken and brought it out the clean fan seal and replace it. Additional information received by phone from applied medical representative on 16jan2020: as per our phone conversation the "clear fan seal" that dropped down during the surgery could be from model cts22, lot 1365366 or model ctr73, lot 1370083. Type of intervention: taken and brought out the clean fan seal and replace it. Patient status: no patient injury or illness occurred associated with the complaint event.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation along with the shield, a clear plastic component of the seal. Visual inspection confirmed the complainant's experience of seal component separation. There was no damage observed on the shield or the internal components of the event unit. Applied medical has reviewed the details surrounding the event and related products. Applied medical is unable to determine the exact root cause of the reported event. The probability and criticality of harm resulting from this failure mode has been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: left hemicolectomy. Event description: the reporting nurse called me about a problem incoming during the surgery the problem was the clear fan seal, that completely dropped down during the surgery. The trocar in use it was the trocar that has only keep the scope during the surgery time. At some point, the surgeon saw something weird and transparent in the abdomen patient and it was the clean fan seal. They basically taken and brought it out the clean fan seal and replace it. Additional information received by phone from applied medical representative on 16jan20: as per our phone conversation the "clear fan seal" that dropped down during the surgery could be from model cts22 lot 1365366 or model ctr73 lot 1370083. Type of intervention: taken and brought out the clean fan seal and replace it. Patient status: no patient injury or illness occurred associated with the complaint event.